Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized three times in the past month. The dates given were (B)(6) 2011 and (B)(6) 2011. The customer was showing signs of diabetic ketoacidosis, and had a blood glucose reading of 557 mg/dl. Troubleshooting was performed, and the insulin pump passed the prime test. The father had already conducted a high pressure test on his own, and the insulin pump also passed that test. The father was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.